Manufacturer narrative:
The device is expected to be returned to the manufacturer for evaluation but it has not yet been received. A supplement report will be submitted as additional information becomes available.

Event description:
It was reported, on (B)(6) 2018 the arterial pressure tubing seal was broken causing blood to spill while using a syringe to withdraw blood from the indwelling arterial line to the blood waste reservoir in the syringe. The exact amount of blood that was reported to have spilled is unknown however it was reported to be less than 10 cc. The product was replaced and therapy was resumed. There was no report of patient harm as a result of the event. No additional information was reported.

Manufacturer narrative:
The pressure tubing involved in the event was received for further evaluation on 12/04/2018. The reported complaint of the broken plunger was confirmed. The plunger tip was separated and unable to be pulled back. The probable cause was due to the clips not being fully inserted into the mating component during the manufacturing process. The device history review (DHR) could not be completed since the lot number was not provided. No additional information is available at this time.